Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 were updated. Many alarms of abnormal probe sucking and sample short appeared on 5-dec-2025 and 8-dec-2025. On 12 dec 2025, the field service engineer (fse) adjusted the gear pump pressure, adjusted the cells, performed a chlorine treatment on the vacuum line, and conducted a caustic soda test. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable alkaline phosphatase acc. To ifcc gen.2 results for two patient samples tested on a cobas 6000 c501 module. Sample 1: initial run: 398 u/l 1st rerun: 201 u/l 2nd rerun: 302 u/l 3rd rerun (after re-centrifugation): 156 u/l. Sample 2: initial run: 462 u/l 1st rerun: 172 u/l 2nd rerun (after re-centrifugation): 126 u/l 3rd rerun (after washing the sample pipette): 125 u/l.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). Customer reported that qc and calibration were acceptable. The investigation is ongoing.